Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged, few months post implant. It was noted that the patient worked in his farm right after the implant. The lead was explanted when repositioning was unsuccessful.